Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The device was returned, evaluated, and the user¿s report was confirmed ¿ the eyepiece was found broken. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the subject device, it is believed that the reported failure mode was caused by excessive stress/force from the customer. Though that is believe, a definitive root cause could not be confirmed. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gynecology hysteroscope had the eyepiece separated. There were no reports of patient harm.